Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been lost to follow ups fpr two years and presented to the hospital, no output was noted due to premature battery depletion. The patient was transferred to the hospital. No additional information was available.